Manufacturer narrative:
Product complaint (B)(4). B3: date of event is an unknown date. No 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on jan 15, 2024, at the time the package was opened, the product in question was already in a damaged condition and could not be used. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on jan 15, 2024, at the time the package was opened, the product in question was already in the condition shown in the attached photo and could not be used. No further information is available. The product and photos were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device and attachment "photo (B)(4)". Visual analysis of the returned sample revealed that vmp endurance 80g has one (1) monomer ampoule broken off inside its packaging. It is worth mentioning, that only one ampoule was returned for evaluation and the outer carboard box of the vmp endurance 80g presents signs of damage at the bottom section. The root cause of the complaint condition cannot be traced to a manufacturing facility, once the product leaves depuy synthes control, it is unknown what environment conditions the packaged products are exposed to during that time. Therefore the suspected cause is traced to transport/storage outside of depuy synthes control. A manufacturing record evaluation was performed for the finished device [3172080 / 4075866] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was confirmed as the observed condition of the vmp endurance 80g would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to transport/storage and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : lot: 4075866. Manufacturing date: 15 feb 23. Expiry date: 31 jan 25. Quantity: (B)(4). A review of the device history records were performance and there are no no-conformances associated with this batch device history review : a manufacturing record evaluation was performed for the finished device [3172080 / 4075866] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.